Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pain and discomfort from the cardiac resynchronization therapy defibrillator (crt-d) and a pocket revision was necessary. The device also had reached possible early battery depletion and was explanted and replaced. It was further reported that the patient also had been experiencing phrenic nerve stimulation and diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was done for the stimulation and the lv lead remains in use. No further patient complications have been reported as a result of this event.